Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The root cause isn't confirmed at this time. Good faith effort attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed.